Event description:
It was reported the head nurse of the oncology department planned to implant the median elbow vein when using the 7715405 catheter for blind puncture. The first failure during the puncture was performed. The second puncture was unsuccessful after removal, and the trocar sheath was found to have a bifurcation. Another set of catheter was used to reposition the patient, and the catheterization was successful. 4/9/2020 - per follow up with the complainant, the first device wasn't inserted successfully but no malfunction was reported. The sheath used on the second puncture cracked at the tip.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause and source of damage could not be determined from the photo samples provided. Three photo samples of an optiva IV catheter were provided for evaluation. The first photo sample showed the distal tip of the needle and sheath. The sheath distal edge appeared to be uneven and damaged. The characteristics of the damaged region could not be clearly observed. The second photo provided shows the same region of the component. The sheath tip is advanced past the needle bevel. The damaged region of the sheath appears to show a break with concave damage. The third photo shows the orange sheath hub and proximal opaque needle hub region. Blood residue is present within the device. No apparent evidence of damage was noted in that image provided. Based on the description of the reported event, possible contributing factors include advancement against resistance and component interference. The dimensions or characteristics of the device could not be measured from the photo samples provided. Since the sheath was observed to be damage, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recs2679 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recs2679 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the head nurse of the oncology department planned to implant the median elbow vein when using the 7715405 catheter for blind puncture. The first failure during the puncture was performed. The second puncture was unsuccessful after removal, and the trocar sheath was found to have a bifurcation. Another set of catheter was used to reposition the patient, and the catheterization was successful. 4/9/2020 - per follow up with the complainant, the first device wasn't inserted successfully but no malfunction was reported. The sheath used on the second puncture cracked at the tip.